Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband received an insulin pump today and that he was found slumped over a bench; the people at the grocery store were going to call 911. The wife wanted to know what was going on with the insulin pump. She was advised on how to suspend the device and to call back when the customer arrives to the hospital. No further details were provided at this time, and no products were shipped or returned.